Event description:
Related manufacture reference number: 2017865-2022-09551. It was reported that the patient presented remotely. Review of transmission revealed that the patient's right ventricular lead and atrial lead exhibited noise over-sensing causing pacing inhibition. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found external insulation abrasions consistent with friction to device can. The cause of the reported event was isolated to external abrasion. No other anomalies were identified.

Event description:
Additional information received noted that the right ventricular lead and atrial lead were explanted on (B)(6) 2022.